Event description:
The clinician reports the implant was inserted (B)(6) 1999 in fdi 36. On (B)(6)2019-, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, bleeding, fistula and inflammation. No further patient complications were reported.